Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Walking beam is bent on both sides which may be causing casters to hang up off ground.